Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microlance¿ hypodermic needle there was an issue with needle pulled out of hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Photos and a sample were provided in support of this complaint. Visual inspection of the picture reveals a cannula residue of epoxy (adhesive used to join green plastic part - hub with metal part - cannula) totally detached from the hub, also clean of epoxy. Examination of the returned sample of lot 170203 confirms the presence of epoxy residue in the hub and on the cannula surface. The cannula detached from the hub was verified because of an inappropriate dosage of epoxy. This could occur during the cannula assembly process from a temporary stoppage of the cannula assembly station like a power shutdown or a jump in any point of the line. An improvement related to dosage of epoxy after a stoppage has been made in the cannula assembly station. The manufacturing facility was alerted of the experience, raising the awareness on the production floor. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: absence of epoxy dosage due to a temporary assembly line stoppage. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd microlance¿ hypodermic needle there was an issue with needle pulled out of hub. There was no report of injury or medical intervention.